Manufacturer narrative:
The device had the cannula assembly fully deployed. Investigation results did not observe any issues that would result in a failure to deliver insulin. (Device available for eval: yes, date returned to mfg: 4/17/2019) the device had been received at the time of initial report. (Device returned to manufacturer? Yes) the device had been returned to the manufacturer at the time of initial report.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient went to the emergency room with bg (blood glucose) values reaching over 500 mg/dl and ketones. Patient was given IV fluids as treatment and no medication was prescribed. The pod had been worn about 12-15 hours on the abdomen. The patient's blood glucose history is as follows: (B)(6).